Event description:
It was reported a revision surgery due to implant loosening.

Manufacturer narrative:
Results of investigation: a revision surgery of a tc-plus ps tibial insert ps 4/9mm (article no.: 75010462) due to implant loosening was reported. Clinical investigations have shown that this operation is the first of two revision operations performed approximately 10 years after implantation. The cause of the noticeable excessive wear and aseptic loosening could not be clearly clarified by these investigations. A DHR/batch record review and a complaint history review have been done. No deviations have been found. The revised article was not sent back and no product evaluation or dimensional evaluation could have been done. Since implant loosening can have different indicators, the root cause remains uncertain with the available information.